Manufacturer narrative:
The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer received a potential false positive result on (B)(6) 2023. Using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6). Lot 28811c, reader sn (B)(6). Two repeat cue covid-19 tests performed on the same day provided negative results. Customer states no alternate testing was performed. Customer states they were experiencing symptoms but did not elaborate and confirmed there were no known exposures. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.